Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt's husband reported pt often experienced concerns with air bubbles in the system. Husband stated on (B)(6) 2012, pt felt sick, nauseous, and vomited. Husband reported he called the ambulance. Husband stated the pt's blood glucose level was more than 600 mg/dl. Pt received stationary treatment with diffusor (insulin). Pt's normal blood glucose level was not provided. No further info is available. Requested return of the alleged infusion device and cartridge for eval.

Manufacturer narrative:
The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications